Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the review of the provided data, it was likely there were clots in the sample which were responsible for additional material being pipetted into the reaction cuvettes. Most likely incorrect drawing of the sample or a preanalytic issue caused the clots in the samples.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable results for multiple assays for one patient sample. Of the data provided, only the following results were discrepant. The initial creatinine jaffe gen 2 result was 812 umol/l. The repeat result was 813 umol/l. The same sample was repeated on (B)(6) 2014 and the result was 63.1 umol/l. A new sample from (B)(6) 2014 was tested and the result was 59 umol/l. The initial c-reactive protein (crp) result was 6 mg/l. The same sample was repeated on (B)(6) 2014 and the result was 0.2 mg/l. A new sample from (B)(6) 2014 was tested and the result was <5 mg/l. All of the results were reported outside the laboratory. The physician did not believe the results and the patient was not adversely affected. The creatinine reagent lot number was 693973. The crp reagent lot number was 698077. The expiration dates were requested, but were not provided.